Event description:
The device has been received into product analysis. No other relevant information has been received to date.

Event description:
Product analysis was approved on the generator. The visual observations are most likely associated with manipulation of the device during the implant/explant procedures. In addition, the header shows to be detached from the pulse generator case, which is not typical in a surgical procedure. It is very likely that the header separation occurred during or after the explant process. Other than the noted event (header detachment), there were no performance, or any other type of adverse conditions found with the pulse generator. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that patient is to undergo explant due to severe discomfort along the electrode and generator after losing significant weight. It was later reported that the lead and generator were explanted. The report of pain at electrode site and lead explant are reported in MFR report # 1644487-2024-00329. The explanted device has not been received to date. No other relevant information has been received to date.